Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. After receiving instructions from technical support, they cleaned the pneumatic tap area on their pump and reloaded the cartridge successfully. The customer was able to resume insulin delivery without any further complications.